Event description:
The device was explanted due to diaphragmatic stimulation.

Manufacturer narrative:
The field complaint could not be reproducted on the bench the device was tested on the automated electrical system and no anomaly was detected. The device met all specifications the device was x-ray inspected and no anomaly was observed. The device is normal.